Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was exchanged and the voltage changed at 226 vdc. The images were saved. The system was returned to service and is operating as intended.

Event description:
The customer reported the system screen went black and the system produced a pre-charge voltage error message. No pt injury was reported.